Event description:
(B)(6) states that the seam on the right side is splitting and he is afraid his wife will fall through. He states he called his dealer and they told him to call us. (B)(6) states he wants to put duct tape on the seam. I told him if he has to go ahead but we can not recommend it to be very careful in the meantime.